Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, during the implant procedure, this right atrial (ra) lead exhibited high pacing thresholds. An attempt was made to reposition the lead but helix extension/retraction difficulty was encountered. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that, during the implant procedure, this right atrial (ra) lead exhibited high pacing thresholds. An attempt was made to reposition the lead but helix extension/retraction difficulty was encountered. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.